Event description:
It was reported, "snapped neck of stem while standing up in kitchen. Required revision surgery and a cement in cement stem was put in as a replacement with a new head. The device was implanted approx. 13 years."